Manufacturer narrative:
The device is not returned to manufacturer for evaluation but x-ray images are available.a follow up report will be sent when the results of x-ray review is made available.

Event description:
It was reported that on an unknown date, post-op, cage subsided.

Manufacturer narrative:
Additional information: x-ray review : x-ray review: l4-5 tlif intra-op/post op films show satisfactory placement of elevate spacer initially. At an unknown date post op there is subsidence into the l5 vertebral body and posterior translation of the device. Fusion has likely not occurred and there is a paucity of graft at this level,sizing of the device, expansion and patient bone quality and end plate preparation may be contributing factors.